Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed that both of the cuff lock locking arms were visibly bent, which potentially could have caused the reported blood leak and allowed the pump to be pulled off the mini apical cuff without difficulty. The pump was returned assembled with the cuff lock in the fully locked position despite there being no apical cuff present. Visual inspection of the cuff lock found that both of the cuff lock locking arms were visibly bent, both angled outward. Minor scratches were observed on the inside of the cuff lock handle, as well as the cover plate, which appeared consistent with the use of a tool. It was also noted that the cuff lock slid freely when manipulated; however, the bent arms allowed the lock to travel into the fully locked position with minimal resistance. The cuff lock was aligned with a drawing of the cuff lock and confirmed that both of the locking arms were bent out of specification. Review of manufacturing documentation, which includes installation, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The evaluation could not conclusively determine when or how the locking arms became bent out of specification; however, the observed tool marks appeared to be due to applying a high load to the cuff lock during connection, which has the potential to cause a permanent deformation of the locking arms. The evaluation did not confirm an issue with the inflow cannula o-ring, which seals the connection between the pump and the apical cuff. The observed damage to the cuff lock appeared to have prevented the o-ring and apical cuff from sealing properly when the pump was engaged, which could have contributed to the reported blood leak. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The pump was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The heartmate 3 mini apical cuff kit instructions for use (IFU), rev. E, is currently available. In the ¿surgical procedures¿ section, the IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 left ventricular assist device (lvad) fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 left ventricular assist system (lvas) IFU, rev. G, is also available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16nov2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during implantation of the pump, although the snap clip was correctly closed (the yellow line was not visible), the vad appeared snapped to the apical cuff only on the side of the clip. On the other side, it was not hooked and it was possible to pull it up from the apical cuff without difficulty. The surgeon attempted to open, remove, and put the hm3 in the apical cuff again, but with the same results. The pump was exchanged.